Event description:
The pt went to see an ent physician. The pt was diagnosed with a "non-specific pharyngitis" that could have been consistent with a chemical burn or an infection. Previously observed exudate was not present. The pt was treated with antibiotics and there has been no further contact from the pt.